Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit, replaced the helium tank washer, and properly reconnected the helium tank. All required safety and functional tests were completed. The fse also tested the unit with a balloon trainer and observed its operation no issues were found. The unit is functioning satisfactorily.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had helium leakage. There was no patient involvement reported.